Event description:
The manufacturer received a voluntary medwatch (mw5156828) in which the patient alleges cancer causing and using our device for a year when start to notice different sound in his breathing. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Corrected b1 to product problem. In section h1 to product problem and h6 to unspecified respiratory problem and no health consequences or impact has been updated.